Event description:
It was reported that the atrial lead had high impedance and noise. The physician did a chest x-ray and no abnormalities were seen. No intervention was taken and the physician is following the patient closely. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4), bi-ventricular implantable cardioverter defibrillator, 2013 (B)(6); 6947m55, implantable tachy lead, 2013 (B)(6); 419688, implantable pacing lead, 2013 (B)(6). (B)(4).